Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effects of mitral regurgitation (mr-worsening) and dyspnea as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and the failure to adhere or bond to the leaflets and single leaflet device attachment (slda) appear to be related to patient morphology/pathology as the patient had an extremely dilated annulus and little coaptation length due to short leaflets. The reported mr was due to the slda and the reported dyspnea was likely a cascading effect of the mr. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other mitraclip referenced is filed under a separate medwatch report number.

Event description:
This is filed to report that after the initial procedure, the clip (60517u113) had detached from one leaflet, and remained attached to the other leaflet , requiring surgical intervention. On (B)(6) 2016, the initial mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4+. The annulus was extremely dilated; therefore, the patient was hospitalized 2 days prior to the procedure, and given medication to shrink the ventricle. Two clips (60517u113, 60517u112) were implanted, reducing the mr to 2-3. It was noted that grasping was difficult with both clips due to the challenging anatomy. After the procedure, the patient was weaned off the medication, and the annulus became dilated again. On (B)(6) 2016, the patient experienced shortness of breath, and it was found that one clip had detached from the anterior leaflet, and remained attached to posterior leaflet (single leaflet device attachment/slda). The other clip detached from the posterior leaflet, and remained attached to the anterior leaflet (slda). The mr had returned to 4+. It was suspected that the sldas occurred due to the dilated annulus. On (B)(6) 2016, the patient was treated with mitral valve replacement surgery, and is currently in stable condition. No additional information was provided.